Event description:
Reporter stated the customer's blood glucose was 350 mg/dl when he went to bed on (B)(6) 2014. He was unable to resolve the issue by delivering insulin via the infusion device, and he reported insulin was not delivered correctly. The alleged product was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.